Event description:
Suspected reaction to md - 76 ionic contrast used for cardiar cath. Upon injection of contrast, patient developed resperatory distress with marked hypoxia, requiring intubation & transfer to medical ICU. Swan ganz placed gradually improved and was discharged 10/15/94.